Event description:
It was reported that the patient noted there seemed to be some type of interaction between the anti-theft device at (B)(6) and the interstim device.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v295464, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).